Event description:
Revision due to incomplete seating due to lip of bone superior to the baseplate.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of not reaming the rim of the glenoid bone in the original surgery, which prohibited the glenosphere from seating completely.